Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 122096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "plastic hub of the io needle cracked. Blood leaking from cracked housing." "They have placed 4 ios so far and all successful except for one. Yesterday, after they drilled and hooked up their extension set, they noticed that there was excess leaking under the dressing. The plastic housing of the needle was cracked. I have reported this to product complaints, but I wanted to reach out to see if you have heard of this happening anywhere else. I asked if she had trouble hooking up the extension set (excess force?) And she said no it went on super easy and then they noticed tiny cracks in the hub after they noticed it was leaking."

Event description:
It was reported "plastic hub of the io needle cracked. Blood leaking from cracked housing." "They have placed 4 ios so far and all successful except for one. Yesterday, after they drilled and hooked up their extension set, they noticed that there was excess leaking under the dressing. The plastic housing of the needle was cracked. I have reported this to product complaints, but I wanted to reach out to see if you have heard of this happening anywhere else.I asked if she had trouble hooking up the extension set (excess force?) And she said no it went on super easy and then they noticed tiny cracks in the hub after they noticed it was leaking."

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged intraosseous needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one 25mm intraosseous (io) needle. A u-shaped split was observed in the leur, extending from the luer orifice past the luer threads. The threads appeared unremarkable. Microscopic inspection of the split revealed sharply defined fracture features. No deformation or discoloration were observed in the vicinity of the split. The shape of the split was consistent damage caused, in part, by mechanical hoop stress within the luer orifice. The lack of deformation and discoloration suggested that material embrittlement contributed to the crack formation. The cause of that embrittlement could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.